Manufacturer narrative:
E1 - Reporter Phone Number (b)(6).Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. During the procedure on (b)(6) 2026 there was blood found in the IPG header. Surgical intervention took place wherein the IPG was explanted and replaced to address the issue. Surgical intervention may take place at a later date to address the lead.